Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2017 after experiencing a low blood glucose (bg) level of 40 mg/dl. In an attempt to resolve the issue, the customer consumed sugar and glucose tablets. While at the hospital, the customer was treated with insulin therapy via intravenous (IV) drip. Reportedly, the customer suspected the cause of the low bg level to be due to gastro paresis and underlying pump issues. The customer was released from the hospital on (B)(6) 2017 with the issue resolved and no permanent damage to the customer. Review of the pump data by tandem technical support showed that on (B)(6) 2017. Two 7 unit quick bolus requests had been delivered approximately 2 minutes apart. However, the customer was unable to recall having delivered the bolus requests. The customer reported bg level had returned to target range, and that the pump would continue to be used for continued insulin therapy.